Event description:
A baxter service technician reported finding a colleague infusion pump with a condition of the stop key on the pump head module keypad inoperable. This event occurred during product evaluation. There was no pt injury or medical intervention necessary. This device utilizes user interface module master software version 5.09.90 that is categorized as "colleague 2006." No additional info is available.

Manufacturer narrative:
Eval summary: the condition of the "stop key on the pump head module keypad inoperable" was found confirmed during product evaluation. The assignable cause was determined to be a faulty pump head module keypad. To correct the condition found during service, the keypad was replaced. The device was tested per procedure and returned within specification. This issue is currently being investigated under CAPA.